Manufacturer narrative:
Patient identifier and weight were not made available from the physician at the site. On 01/11/2016, a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 01/19/2016, a medtronic representative, following-up at the site, reported that during a conversation with the reporting doctor, we agreed that there may be a likelihood of frame shift during surgery. No further issues have been reported. (B)(4)

Event description:
A site surgeon alleged a small inaccuracy occurring while in a spine procedure. No specific measurement, or location, of the alleged inaccuracy were provided. No further details regarding the alleged inaccuracy, or where in the procedure this occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the surgeon said the exact amount of inaccuracy was unknown as he did not measure the amount, but he estimated that it was not more than 5mm. The incident had no impact on the outcome of the patient.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per discussion with the doctor, the most likely cause of this event was frame movement by the user. The software functioned as designed. The instructions for use (IFU) that accompanies the device contains the following warning regarding movement of the frame: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result."